Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone to have received excessive unexpected restart alarms during normal use. Customer also reported to have experienced blank screen display. Customer's blood glucose was unknown. After troubleshooting, display screen did not return. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The pump was received with a blank display due to a faulty component on the interface board. Unable to perform the displacement, operating currents, off no power, unexpected restart, rewind, basic occlusion, occlusion, prime, excessive no delivery or self tests due to the blank display. Unable to verify the unexpected restart tests alarm due to the blank display. The pump was also received with minor scratches on the display window, a cracked case at the display window corner, a cracked reservoir tube lip and a cracked lcd window.